Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was in place for 45 days in the right jugular vein of (B)(6)male patient. In the dialysis department there was a rupture of the arterial extension line. As a result, an exchange of the extension lines was done using replacement kit car-02800 and was completed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a rupture in the extension line could not be confirmed. Returned was a cannon ii plus connector assembly. A microscopic examination of the extension lines did not reveal any rupture. Functional testing was performed on both extension lines by separately attaching each line to the lab leak tester, while occluding the distal end of the juncture hub. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. There were no leaks in either extension line. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.